Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nephrectomy the device was able to fire but there was an oozing bleeding on the staple line. Bipolar energy was applied to the staple line to resolve the issue. There was no patient injury.